Manufacturer narrative:
As per the pump¿s log regarding the returned pump, gablofen with concentration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 760.2 mcg/day as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section was updated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 300 mcg/day) via an implantable pump. The event date was unknown. The patient experienced increased spasticity and itching. There were no factors that may have led or contributed to the issue. A catheter access port study was done and was negative; they were unable to draw back cerebrospinal fluid so the patient was scheduled for potential catheter revision. During the revision procedure, the surgeon found the catheter to be occluded due to scar tissue build up and a small loop in the catheter, after removing the loop and scar tissue around the catheter, the cerebrospinal fluid flow was robust, the physician did nothing to the existing catheter but chose to replace the pump due to elective replacement indicator. The pump was explanted on (B)(6) and would be returned to the manufacturer. The pump was to be replaced in the future. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.